Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 151 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no scrolling numbers, or keypad autonomously moving units were noted.the insulin pump was received with cracked case on display window corners, minor scratches on the lcd window, a cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.